Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("(fallopian tubes), perforation"), uterine perforation ("perforation (uterus),"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain") and systemic lupus erythematosus ("autoimmune disorder (lupus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. Previously administered products included for an unreported indication: flexeril and hydrocodone. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("increasingly severe pain/abdominal pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), rash ("skin rashes"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), dysmenorrhoea ("painful menstrual cycle"), alopecia ("hair loss"), hypersensitivity ("allergic/hypersensitivity reaction"), female sexual dysfunction ("apareunia"), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal issues"), urinary tract infection ("infections (urinary tract infections a lot),"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("other injury/complication (depression)") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed ), surgery (ablation) and surgery (underwent hysteroctomy to remove essure). Essure was removed on 7-aug-2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, rash, dysmenorrhoea, alopecia, hypersensitivity, female sexual dysfunction, systemic lupus erythematosus, bladder disorder, urinary tract disorder, tooth disorder, gastrointestinal disorder, urinary tract infection, headache, allergy to metals, vaginal discharge, weight increased, depression and nausea outcome was unknown, the menorrhagia, pelvic pain, abdominal pain, pelvic discomfort, back pain, dyspareunia, abnormal weight gain, fatigue and migraine had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms.patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in 2014: coils were properly placed (B)(6) 2015:imaging results: total bilateral occlusion quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, hypersensitivity reaction, apareunia, lupus, bladder disordeer, urinary tract disorder, dental problems, gastrointestinal issues, urinary tract infections, headaches,nausea, nickel allergy, perforation (uterus & fallopian tube)vaginal discharge, weight gain & depression are added. Lab data updated. Concomitant conditions & historical drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("increasingly severe pain/abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), rash ("skin rashes"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), dysmenorrhoea ("painful menstrual cycle") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, menorrhagia, back pain, dyspareunia, abnormal weight gain, fatigue and migraine had not resolved and the abdominal pain lower, vaginal haemorrhage, rash, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: coils were properly placed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received. Events " painful menstrual cycle ,excessive cramping,hair loss, heavy vaginal bleeding are added. Product information updated. Patient, reporter and product information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.